Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as due to ¿change in care taker¿ further stating that the care taker was untrained (no further detail was provided). On the same day as onset, the patient began treatment for the peritonitis with injection (inj) meropenem (1 gram, once a day, intraperitoneally [ip], duration not reported); inj vancomycin (1 gram, once in 5, duration not reported, ip) and inj amikacin (125 milligrams, once a day, duration not reported, ip). One day after onset, training of the care taker was performed and on the same day, the patient was hospitalized for the event. Three days after onset, the peritonitis was resolved and the patient was recovered from the event. Four days after being admitted to the hospital, the patient was discharged. At the time of this report, dianeal therapy was ongoing. No additional information is available.